Event description:
During semi-annual functional test rounds by biomedical engineering, three individual defibrillators were found to not respond to the discharge buttons on their paddles. All three devices were found to have the same open control conductor in their paddles cables. Had any of these defibrillators been employed during a code, at a minimum, this would have delayed therapy.